Event description:
The health care provider (hcp) reported via the company representative (rep) concerns of over performance of the implantable neurostimulator (ins). Further stated that performance means longevity of the ins. The device settings were: c+1-/7+5-, 3.5/3.5, 90/90, 160. End of life (eol) occurred at (B)(6) 2016. The patient has no symptoms, was under control in clinic. The physician has started to plan the replacement reimbursement application. The replacement date was not yet known. The patient was good. The indication for use included parkinson's disease.